Manufacturer narrative:
(B)(64). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right femoral artery after a percutaneous coronary intervention procedure using a 6fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the proglide device. A prostyle was inserted and deployed. The lever was lowered; however, there was resistance when attempting to remove the device. Multiple positions and attempts were made, eventually with a little increased force the prostyle was successfully removed. When advancing the knot, the knot locked up prematurely. The skin was pushed down, and the knot could be "snipped" and able to be removed. An 8fr sheath was placed and a non-abbott device and manual arterial compression was done to achieve hemostasis. Protamine was given to reduce the heparin. The patient was kept overnight for observation. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. Difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The knot advancement issue could not be confirmed because the suture with the knot was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly the device was removed against resistance. It should be noted that the electronic prostyle instructions for use (IFU) states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.